Event description:
Additional information received notes that the patient was presented in clinic with pocket infection. The incision site had redness and swelling. According to the physician, the infection is not related to abbott product, or abbott product related procedure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related: manufacturer report number: 2017865-2025-11152. It was reported that the patient presented with pocket infection. The entire implantable cardiac defibrillator was explanted. The condition of the patient is unknown.